Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event log was reviewed and there was evidence of error 1720. The device was powered up and it alarmed error code 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720. The issue was discovered during testing and there was no patient involvement.